Manufacturer narrative:
A ge service representative performed an on site investigation. The central processing unit battery was replaced and the power supply voltage adjusted during the service call.

Event description:
The customer reported that the 8800 system had an intermittent communications error message. No patient injury was reported.